Manufacturer narrative:
A review of the device history records for the reported finished good lot and raw material components identified no quality issues during the incoming, manufacturing, in-process, or final inspection processes. The actual sample was not returned for review. No photos of the surgical site or device when removed from the patient was forwarded for review. If samples or photos become available at a later time, they will be reviewed, and the results will be included in the complaint file. A follow-up report will be submitted at that time. Two (2) sterile retained samples from the same finished good lot were available for testing/visual examination. No defects or abnormalities were observed during the visual review. The devices met all specification including the usp tensile and needle pull requirements. The bending, fracturing, breaking of a needle can occur when needles are gripped with a needle holder, forceps, or some type of surgical instrument on or near the swaged area or near the tip of the device, when excessive force is applied, when the device(s) are used in applications involving tortuous tissue or with a needle tip design that may not be appropriate for the specific tissue or procedure. The stress on the attachment section is greatly reduced when the needle is held in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point as mentioned above. A damaged needle would most likely be detected during one of the in-process inspection points or during the final inspection process however the inspection process is based on a sampling plan, which represents the lot; it is not a 100% inspection of the entire lot. Without receiving the actual sample to review under the microscope, receiving magnified photos of the actual device and/or surgical site or receiving detailed the preoperative preparation of the devices, procedure performed, tools utilized to grasp the device, a definitive root cause cannot be determined at this time.

Event description:
The needle tip of the product broke off and was in the patient¿s surgical site. The patient was sent to the hospital to have the needle located so that the needle could be removed from the surgical site. No patient injury reported.